Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to right ventricular (rv) lead oversensing. Additionally, the rv lead exhibited undefined high pacing impedance for a period of time. The patient experienced anxiety and psychological fear dueto the inappropriate shock. The patient was hospitalized, and a possible rv lead revision procedure was conducted. However, during the procedure the rv lead parameters were all normal when tested with the programmer and no abnormality was noted upon lead x-ray, so the rv lead remains in use. No further patient complications have been reported as a result of this event.